Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated after using multiple programmers. A magnet was placed, however there were no tones. The patient planned to be seen in clinic. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated after using multiple programmers. A magnet was placed, however there were no tones. The patient planned to be seen in clinic. This device remains in service. No adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on reviews of the product record and available information. Additional information was received that this device still could not be interrogated and beep tones were heard. A different programmer was tried; however, the device still could not be interrogated. A device replacement procedure was scheduled. This device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt. It was confirmed that there was no telemetry. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was found to be 2.907 volts. The battery was removed and replaced with an external power source. The battery was analyzed, and it was determined that there was evidence of excess cathode material in the battery leading to premature battery depletion. This was most likely introduced during the manufacturing process.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated after using multiple programmers. A magnet was placed, however there were no tones. The patient planned to be seen in clinic. This device remains in service. No adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on reviews of the product record and available information. Additional information was received that this device still could not be interrogated and beep tones were heard. A different programmer was tried; however, the device still could not be interrogated. A device replacement procedure was scheduled. This device remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated after using multiple programmers. A magnet was placed, however there were no tones. The patient planned to be seen in clinic. This device remains in service. No adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on reviews of the product record and available information. Additional information was received that this device still could not be interrogated after the use of different programmers, however, beep tones were heard. A device replacement procedure was scheduled. This device remains in service. No adverse patient effects were reported.